Event description:
It was reported that power button needed to be pushed down very hard and sometimes did not respond. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.